Event description:
It was reported to medtronic minimed that the customer experienced damage-cartridge holder. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer responded the device was returned.

Manufacturer narrative:
Per visual inspection: cracked cartridge holder and inpen front shell does not stay attached. Inpen was received with humalog bayonet sleeve versus a novolog making it difficult to lock in place. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Cartridge holder cracked. A microscopic analysis was conducted, revealing that the cartridge bayonet fittings were not properly aligned with the bayonet sleeve. Due to the misalignment of the bayonet sleeve cartridge holder cracked. Commercial app does state is novolog in use however, humalog bayonet sleeve is the incorrect fit making it difficult to install and remove. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received without humalog bayonet sleeve making it difficult for patient to lock in place or release cartridge holder. Missing or incorrect bayonet sleeve can affect insulin delivery. Therefore, the customer complaint of cartridge holder cracked is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.